Manufacturer narrative:
The user facility reported the system 1e failed a diagnostic cycle for uv intensity of less than 12.0 ma. This fault is a result of residue and/or chemical build up within the uv light assembly and is indicative of poor water quality. A steris service technician arrived onsite to evaluate the system 1e processor and pentek water softener. The pentek water softener is not a medical device and is not manufactured by steris. The pentek water softener was installed as the user facility water quality did not meet the installation requirements for the system 1e processor. While onsite, the technician observed that the user facility had bypassed the pentek water softener installed by steris and installed another water filtration system. The service technician drained the uv light chamber and did not identify "dirty water" as reported in the medwatch form. The technician inspected the uv chamber and water hose fittings and observed both gaskets for the uv inlet and outlet ports were damaged. The technician replaced the gaskets, ran a diagnostic and processing cycle and returned the system 1e processor to service. The system 1e processor and water softeners are serviced and maintained by a third party biomedical provider. We are conducting testing of the user facility water quality and will advise the third party biomedical provider and the facility on the results of the testing and steris' recommendations.

Event description:
The user facility reported via medwatch # (B)(4) that their system 1e processor failed a diagnostic cycle and their pentek water softener filter cartridge was not operating properly.

Manufacturer narrative:
An incoming water sample was collected from the system 1e processor which indicated elevated levels of zinc, iron, copper and nitrate that exceeded the system 1e processor requirements. The reported issue is attributed to operating the system 1e processor with incoming water not meeting system 1e water quality requirements. To remedy the issue of potable water purity, a water treatment option must be installed and periodic replacement of the washer softener cartridge or other filter media is required.